Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Review of the system logs revealed no insight into product malfunction. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that, intraoperatively during the registration task, the navigation system wasn¿t seeing any of the sterile spheres. There was nothing in the tracking view, even with the instruments in clear view of the camera. The camera had a green light on it. The clinical specialist (cs) was not in the operating room (or), but a manufacturer representative was. The site rebooted the system and the camera was functioning normally again. The cs was also informed by the site that after the reboot, they were no longer able to pull the patient exam back up and needed to re-import the exam. This reported issue resulted in a 10-minute delay to surgery, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Review was not able to provide enough information to determine whether a software issue caused the reported event.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.